Event description:
The complaint is reported as: "they introduce the needle, good blood return, then they place the swg and then they introduce the catheter and see good return. They take out the swg and when they connect the arterial line, they notice that there is no return or flow in the catheter. They have to go and review it again so they place it out and find that the catheter had a little rotation in its own body, there are no clots on the catheter. They have to make a new insertion and to use a new catheter, and same thing happened. At the end they had to use a cvc in femoral arteria to be able to have and arterial line." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "they introduce the needle, good blood return, then they place the swg and then they introduce the catheter and see good return. They take out the swg and when they connect the arterial line, they notice that there is no return or flow in the catheter. They have to go and review it again so they place it out and find that the catheter had a little rotation in its own body, there are no clots on the catheter. They have to make a new insertion and to use a new catheter, and same thing happened. At the end they had to use a cvc in femoral arteria to be able to have and arterial line." No patient harm reported. The patient's condition is reported as fine.